Event description:
Account reported receiving a discrepant result on the bhcg reagent while operating the analyzer. An initial result of 600-700 mlu/ml was received on a pt sample. A second sample was drawn and a result of 20 mlu/ml was received. The first sample was then rerun without being respun and a result of 23 mlu/ml was obtained. The pt's current condition is not pregnant. No report of injury.